Event description:
Pt was undergoing a pap test. The plastic speculum was inserted in a normal fashion. The speculum was opened intra-vaginally. At this time, the bottom portion split diagonally in two. The upper portion was removed immediately, leaving a plastic part approximately 5cm long. Any attempts to remove it, were complicated by pain. The part was easily removed. There was a small 5mm laceration near the vaginal opening. Diagnosis or reason for use: pap examination. Event abated after use stopped or dose reduced: yes.